Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and determined the mixer bar was defective. The fse replaced the mix bar which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated false high sodium results for multiple patients. The false high sodium results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided patient data for seven (7) patients.